Event description:
The programmer was returned for service.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer did boot a few times but came in the start screen. Analysis also found the ECG (electrocardiogram) connector terminal was broken (loose), the stylus was missing, the lower hinges were worn out, the left keyboard hinge was broken, the touchscreen was damaged (not working/responding properly) keyboard cover was missing, cooling fan was noisy, release pin card bus was broken, screw was missing from hinges cover plate, and software error was found in the programmer software update history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer does not work at all. The programmer is expected to be returned. There was no patient involvement.